Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer was in unit when she alleges she pushed joystick controller in reverse and instead went forward resulting in injury.